Event description:
It was reported that the patient experienced diaphragmatic stimulation due to a right ventricular (rv) lead perforation. It was also reported that there was a loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model 5086mri45 implantable pacing lead, implant date (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Performed electrical continuity and cross continuity for distal and proximal portions and all passed, electrically. Visual summary analysis of the lead indicated apparent explant damage.